Event description:
Treatment of a carotid ophthalmic aneurysm. It was reported the pipeline kinked during deployment. The physician used a balloon to corrected the kink location. The patient condition was reported as "injured, left brachial-crural hemiplegia".

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).